Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed. The receiver was found with a cracked receiver screen, but it was not related to complaint. The receiver was charged and booted. A manual sound test was performed and failed as no sound was heard from the speaker. The reported event of no audio output was confirmed, as the reported fault was reproduced with the receiver. The root cause was determined to be a defective speaker assembly.